Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the cordless driver 2 ran for a couple of seconds after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event was not confirmed as the product was not available for evaluation. Device not returned to manufacturer for investigation.